Manufacturer narrative:
Concomitant medical products and therapy dates, architect hbsag confirmatory reagent information was added. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed (B)(6) results for one donor while using architect (B)(6) reagents. The following data was provided (s/co). Sid (B)(6) (drawn (B)(6) 2017) initial 1.28 ((B)(6)), repeat 1.18, 1.10 ((B)(6)) architect confirmation testing confirmed the (B)(6) result. (B)(6) cobas e411(roche) method was (B)(6). Sid (B)(6) (drawn (B)(6) 2017) initial 1.81 ((B)(6)), repeat 2.69, 1.14 ((B)(6)). No confirmation test results were provided and no other (B)(6) test methods were provided. This specimen was (B)(6). Sid (B)(6) (drawn (B)(6) 2017) was (B)(6) (no result provided). Previously, the results for the donor were hbsag nonreactive starting 1 year ago. Sid (B)(6) (drawn (B)(6) 2016) 0.77 ((B)(6)), sid (B)(6) (drawn (B)(6) 2016) 0.83 ((B)(6)), sid (B)(6) (drawn (B)(6) 2016) 0.72 ((B)(6)). No impact to donor or patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, field data review, and specificity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. Evaluation of the negative population patient results indicated that the lot is performing acceptably, the median value for negative patient samples is comparable to other lots, and no unusual reagent lot performance was identified. Four patient specimens were available for return (sid (B)(6)). Clinical specificity testing of the returned specimens was performed using in-house retained kits of the architect hbsag qualitative ii, 2g22-30, lot 69154fn00. (B)(6) confirmatory testing was completed using a control lot because the complaint lot (architect hbsag qualitative confirmatory list 2g23-25, lot 62182fn00) was expired. All four patient specimens returned repeatedly (B)(6) architect hbsag qualitative results. Three patient specimens (sid (B)(6)) returned (B)(6) results. The fourth specimen (sid (B)(6)) returned an (B)(6) result, however the test could not be repeated due to insufficient sample volume. The product was not available for return. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.